Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0157 competitor lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that during a device replacement procedure, the doctor connected, and disconnected the device multiple times to verify the connection. It was further reported that over-sensing and noise were observed after the device was placed into the pocket, and no noise was observed when device was outside the pocket. A device grommet sealing issue was suspected, and so the doctor chose to place a dab of silicone adhesive over the right ventricular (rv) pace/sense setscrew opening. After the adhesive was dry, the device was returned to the pocket, and no noise was observed. The device remains in use. No patient complications have been reported as a result of this event.